Manufacturer narrative:
Batch review performed on 02 may 2018; lot 168473: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved is reference 01.25.031 (k080885) cocr ball head 12/14 ø 36 size m 0; lot 170155: (B)(4) items manufactured and released on 23 may 2017. Expiration date: 2022-05-10 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Current information is patient had dislocation and poor bone quality about 4 months after primary, therefore requiring revision of cup, screws and liner scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information received on 16 may 2018 by sales representative. The revision was completed successfully on 09 april 2018. Clinical evaluation performed on 04 may 2018 by medical affairs director hip dislocation occurred 5 months after primary total hip arthroplasty in a (B)(6) woman. In the radiographic images provided the acetabular shell looks significantly anteverted. The reason of this position cannot be assessed having only anteroposterior projections. Particular intraoperative conditions or anatomical features may have contributed. In this case there is no reason to suspect a faulty device.